Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with lactate dehydrogenase (ldh) of 612 u/l, baseline has been 400 - 500 u/l. On (B)(6) 2017, it was reported that the patient was stable on heparin infusion. Ramp echocardiogram was negative for thrombosis. No additional information was provided.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Additional information: on 16aug2017, it was reported that the patient received a heart transplant.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were returned attached to their respective pump ports. The pump appeared to have been exposed to a fixative prior to receipt. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a deposition loosely seated on the proximal side of the outlet stator. The lack of laminated layering indicates that the deposition did not initially form in the outlet stator; however, its origin could not be conclusively determined. No contact marks were observed on the tapered outlet section of the rotor or the rotor bearing cup, suggesting that it was not present in this location for an extended period of time. Although a specific cause for the deposition and a duration of its presence in the pump cannot be conclusively determined, if it were present during device operation, it could have contributed to the report of elevated lactate dehydrogenase (ldh). Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.